Manufacturer narrative:
(B)(4) .

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's smart device reestablished connection and patient's father was educated that the devices must stay within 20 feet of one another at all times. At the time of contact, no injury or medical intervention was reported.